Manufacturer narrative:
The polyaxial screw was implanted and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Without a product sample, we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. At this time, the complaint is considered to be closed. Device was implanted.

Event description:
It was reported that a set screw could not be assembled to the expedium polyaxial screw. Attempts were made to assemble multiple set screws without success. The polyaxial screw was remains in the patient at l5 as part of a t2 - pelvis construct but it is without a set screw. There are no adverse consequences at this time.